Manufacturer narrative:
Product analysis: set screw appears to have been attempted to be installed then jumped threads once the force was placed on the set screw. This type of damage would have occurred because the set screw was misaligned. Once the splaying occurred the set screw would not torque down properly and could possibly jump threads. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5440030, 510k # k102555 and (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: l1 burst fracture levels :t11-l2 it was reported that during surgery, when the tightening of the set screw was done without a sequential reducer, the thread of the set screw was found to be stripped. The right l2 set screw was removed once, and checked. There was a delay of less than 60 minutes in overall procedural time. No fragments of the set screw were remaining in the patient. No patient complications were reported.